Manufacturer narrative:
Per tandem's pump user guide: do not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was refilled with 100 units of insulin, and upon completion of the load process, the insulin gauge displayed there was no insulin in the cartridge. Tandem technical support advised the customer on the proper load instructions. Blood glucose level was 123 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.